Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pain in the place of the birth control device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("colitis"), irritable bowel syndrome ("irritable bowel syndrome") and autoimmune disorder ("autoimmune issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, colitis, irritable bowel syndrome and autoimmune disorder outcome was unknown and the weight increased was resolving. The reporter considered autoimmune disorder, colitis, irritable bowel syndrome, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, colitis, irritable bowel syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received: reporter information & event "weight loss" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pain in the place of the birth control device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("colitis"), irritable bowel syndrome ("irritable bowel syndrome") and autoimmune disorder ("autoimmune issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved, the colitis, irritable bowel syndrome and autoimmune disorder outcome was unknown and the weight increased was resolving. The reporter considered autoimmune disorder, colitis, irritable bowel syndrome, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, colitis, irritable bowel syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Reporter was added and event outcome of pelvic pain was recovered based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pain in the place of the birth control device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("colitis"), irritable bowel syndrome ("irritable bowel syndrome") and autoimmune disorder ("autoimmune issue"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, colitis, irritable bowel syndrome and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, colitis, irritable bowel syndrome and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, colitis, irritable bowel syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: sm received : reporter added, event added- autoimmune disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pain in the place of the birth control device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("colitis") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, colitis and irritable bowel syndrome outcome was unknown. The reporter considered colitis, irritable bowel syndrome and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, colitis, irritable bowel syndrome no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.